Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, as the battery had decreased from six years at last check to three years remaining recently. The patient was pacing dependent, so they were checking the battery every six months. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement; however, the device was reprogrammed for optimization and remains in-service at this time. No adverse patient effects were reported. It was reported additionally, that subsequently, this pacemaker was explanted and returned, and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, as the battery had decreased from 6 years at last check to 3 years remaining recently. The patient was pacing dependent, so they were checking the battery every six months. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, as the battery had decreased from six years at last check to three years remaining recently. The patient was pacing dependent, so they were checking the battery every six months. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement; however, the device was reprogrammed for optimization and remains in-service at this time. No adverse patient effects were reported. It was reported additionally, that subsequently, this pacemaker was explanted and returned, and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.